Event description:
Follow up information received from the hcp confirmed through the patient that they did fall. It was stated that they were working on their car, turned quickly, lost their balance, and fell. The patient did not believe it was related to stimulation and feels that the implant is working well.

Event description:
Information was received from the healthcare provider who stated that the patient was seen on (B)(6) 2016 but did not make them aware of the fall or loss of stimulation. The healthcare provider contacted the patient regarding the issues and the patient stated that they were unaware of the documented events being reported to the manufacturer.

Event description:
A healthcare provider (hcp) reported that the patient fell on (B)(6) and as a result they have a femoral fracture, were admitted to the hospital, and their stimulation hasn't been working since. It was stated that the patient is not feeling stimulation even though the programmer says the implant is on, and the patient has a return of symptoms. A surgery for the fracture is going to take place, but the patient is in an altered mental status due to pain medication and their spouse is not comfortable with turning the implant off. The hcp offered to look at the manual and assist in turning it off but the spouse is not comfortable with that either. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.